Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device failed it's self-test and chirped three times. There was no negative patient impact.